Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold is variable, but generally was 2.5v from (B)(6) 2015 to (B)(6) 2016. Analysis of the device memory indicated a r-wave amplitude measurement issue. R-wave amplitude is variable, but has generally been below 10mv since (B)(6) 2014.

Event description:
It was reported that the patient's device had premature battery depletion. Additionally, the right ventricular (rv) lead had high thresholds and low sensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.